Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 0.5 mg/ml; 0.075mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient fell in her bathroom then noticed an increase in pain. An x-ray confirmed the catheter had migrated out of the intrathecal space. A catheter revision was performed on (B)(6) 2018 to replace the catheter. The spinal portion of the 8780 was explanted and discarded. The issue was resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked and will not be made available. No further complications were reported.